Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. Mdrs related to this event: 2029214-2019-00308, 2029214-2019-00309. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex device did not open during a procedure. The pipeline (4.75x25) had been positioned on a bend and deployed less than 50% and it would not open in the middle. It was re-sheathed less than or equal to 2 times. The device was removed. Eventually, a new pipeline (4.25x25) was implanted. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 4mm x 3mm located in the ophthalmic segment of the internal carotid artery (ica). The distal and proximal landing zone was 3.7mm x 4.6mm. The patient¿s vasculature was moderate in tortuosity. The patient was on dual antiplatelet therapy and pru was 289.

Manufacturer narrative:
When compared to the drawings tthe distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were fully opened and moderately frayed. The middle section of the braid fully opened and no damage. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open as the returned pipeline flex braid was fully opened and moderately frayed. The damage to the braid on the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. The customer reported that the patient vessel tortuosity was moderate and the middle section of the pipeline flex was placed in a bend. It is possible that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.